Event description:
It was reported to philips that a body guard error caused no movement on c-arms during use on an allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use; follow-up work noted but incomplete. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).